Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi issue was observed on the device. The patient was feeling shortness of breath, electrical shock and twitched arm. Programming changes were made. The patient was stable.